Event description:
Leica biosystems received a complaint regarding sub-optimal tissue processing of approximately 217 cassettes, which completed on (B)(6) 2014 in retort b. The complainant advised that no error codes had been displayed and that the affected tissue samples were being re-processed in retort a, the following day. A leica field support specialist (fss) attended the laboratory on (B)(4) 2014, in order to investigate the circumstances involved in this complaint and to provide applications support. The complainant advised that on (B)(6) 2014, the reagent in bottle 7 had been replaced with 100% ethanol after protocols had been started in both retort a and b. On (B)(6) 2014, leica biosystems received information from the laboratory indicating that samples from two (2) patients could not be diagnosed; and that re-biopsy of one (1) patient had been requested by the pathologist.

Manufacturer narrative:
Evaluation of the instrument logs provided shows that the sub-optimal tissue processing reported was derived from the "routine overnight (factory set)" protocol started in retort b, at 16:34pm on (B)(4) 2014. The root cause of the sub-optimal tissue processing reported was that ethanol at a concentration of 70% was used for the final dehydration step in the "routine overnight (factory set)" protocol started in retort b, at 16:34pm on (B)(4) 2014, when the minimum final reagent concentration required for ethanol is 98%. The root cause for the use of ethanol at a concentration less than the minimum required for the final dehydration step in the affected protocol was a use error. Specifically, a user replaced the contents of bottle 7 while the "routine overnight (factory set)" protocol started in retort b, at 16:34pm on (B)(4) 2014 was in progress. This action is not in accordance with the manufacturer instructions detailed in the leica peloris quick tips, which specifically states in the section entitled leica peloris reagent replacement-manual: "ensure that no protocols are running or loaded: as the reagent station to be used for each processing step is scheduled at the start of the processing protocol and any alteration to the properties of the reagent during execution of processing protocol does not result in re-scheduling of reagent stations, this incorrect user action may result in the reagent concentration in a scheduled reagent station not being appropriate for the particular protocol step.